Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance and failed the purge system evaluation. Measured values were initially below specification. Troubleshooting was performed, including replacement of the purge pressure sensor; however, subsequent testing resulted in values above specification. Additional component replacement, including the purge unit driver (pud), was performed, with inconsistent results observed when components were exchanged. The purge unit was ultimately replaced. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.